Event description:
An ophthalmic surgeon reported that three blunt knives were noted during separate surgeries. Patient involvement and/or patient impact is unknown. The reporter declined to provide any additional information.

Manufacturer narrative:
No samples were returned to manufacturing for evaluation, therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Because a sample was not returned and no lot number was provided, the root cause for the issue "blunt knives", as reportedly experienced by the customer, cannot be determined. Some potential causes are improper handling or contact with another instrument on the instrument tray during procedure or setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any non-conformance, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The request for additional information was declined. (B)(4).